Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in relation to an unknown procedure the vapr 90 suction electrode was plugged in and sparked from the tip. It was noted the sparking occurred outside of the patient. No fragments were generated. The case was completed with another like-device with no patient harm or delay reported. The device is being returned for evaluation. This report is for a vapr 90 suction electrode. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Under visual observation, the active tip appeared to be intact with no signs or marks of sparking on the face plate. Saline residue was present in the suction tube, indicating the device was used. To test the functionality, the device was connected to the test generator, default settings were present. The ablate and coagulate mode was activated with a footswitch and both functioned as intended. Therefore, this complaint is not confirmed. The information provided stated that the sparking occurred outside the patient. As per instructions for use for the device, activation should only occur inside ringers lactate or saline, otherwise failure to the device can occur. Hence, the root cause for device sparking can be attributed to device misuse as a result of activating outside of the patient. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (u1809061), and no non-conformances were identified. At this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).